Manufacturer narrative:
On march 14, 2024, mentor received additional information indicating that one suspect medical device is a 275cc mentor smooth round moderate profile saline (catalog: 3501640 lot: 5671283). However, it was not specified which breast side this device belongs to. A supplemental report will be submitted when clarifying information is received. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 1, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade IV) and right breast implant rupture. As a result, the patient suffered bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 295cc mentor memorygel breast implant catalog: 3505295bc lot: 9840480 sn: (B)(6) and (right) 295cc mentor memorygel breast implant catalog: 3505295bc lot: 9840480 sn: (B)(6) . This medwatch form is for the left breast prosthesis.